Manufacturer narrative:
Investigation summary: upon visual inspection of the picture, it was observed to be ruptured and covered with scar tissue. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. T an investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: right-sided rupture, autoimmune reaction. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a revision breast augmentation with two 550cc mentor memorygel breast implants experienced postoperative right-sided rupture and fatigue, joint pain, insomnia, brain fog, difficulty concentrating, limb numbness and tingling, muscle weakness, temperature intolerance, sensitivity to light, sound and smells, sinus infections, skin rashes, ringing in ears, headaches, depression, decreased libido, mood swings, sharp pains in chest, weight gain, food intolerance (gluten), swollen lymph node near left breast, fibromyalgia, irritable bowel syndrome, muscle spasms, and night sweats. The rupture was confirmed by a physician. However, the root cause of the patient¿s other symptoms is unclear as a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. This report is for the left prosthesis.